Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for pre-dilation. However, it was noted that the pressure was unable to increase and a rupture was confirmed. The device was completely removed and the procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and inflation lumen (shaft). The tip, balloon, markerbands were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon material that was located 5 mm distal of the markerband. Functional testing was done by attaching an inflation device filled with water to the hub of the threader balloon catheter. When pressure was applied, a pinhole was found in the balloon material. Inspection found the rest of the device free of damage.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for pre-dilation. However, it was noted that the pressure was unable to increase and a rupture was confirmed. The device was completely removed and the procedure was completed with another of the same device and no patient complications were reported.